Event description:
The magnet separated from the body of the toothbrush head - oral-b [device breakage] . Case narrative: consumer via phone reported that two of their oral-b io toothbrush head magnets separated from the body of the oral-b io toothbrush head. No injury was reported. (B)(6) 2024 via image: the suspect product lot was a2152202. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
23-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The magnet separated from the body of the toothbrush head - oral-b [device breakage] case narrative: consumer via phone reported that two of their oral-b io toothbrush head magnets separated from the body of the oral-b io toothbrush head. No injury was reported. 09-apr-2024 via image: the suspect product lot was a2152202. No injury was reported.